Event description:
It has been reported to philips that the azurion system showed an storage error and prevented the procedure from being completed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in procedure when the issue occurred and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system and found that the problem on the suite pc image disk was causing the system to show a storage error. The suite pc image disk, restarted the system, tested it. After replacement of the suite pc image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.